Event description:
It was reported that during an unknown procedure, it was observed that there was abnormal oozing that would not stop easily. They used compression and clips were applied to pa branches to stop the bleeding. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2025. B3: only event day and year known: 10, 2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - could you please provide more details about the type of oozing? It was pulsing out, worse than a normal ooze. - was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? They mentioned it looked like it was almost missing a staple where the bleeding was coming from. - how was the bleeding controlled? Clips and compression. - how much blood was lost (ml)? Unsure but hb dropped from 140g/l pre op to 123g/l post op. - did the patient require a transfusion? No. - how was the bleeding addressed? Clips and compression. - could you please clarify if there were any patient consequences? No - could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.